Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer's blood glucose was 199 mg/dl. As the contact did not have additional supplies at the time of the report, contact declined tandem technical support's offer to perform a pump system check. Upon follow up, contact reported that the customer was taking a "pump break" due to sporting activities and had not resumed pump therapy.